Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Follow up revealed that the patient's controller has been updated successfully and message has cleared.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Patient's software will be updated which may resolve the issue.